Manufacturer narrative:
[Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on apr-11-2025 per 100553403 and 100553401 with the available information about the reportable event. Updated coding: removed pc ¿ capsular contracture (there is not enough evidence to prove capsular contracture formation), surgical intervention, patient dissatisfaction with procedure outcome and added pc ¿ anisomastia to both ips per fw ln-1626130mentorwarranty claim initiated. Per additional information received on april 15, 2025, date of removal updated to (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor memorygel, 250cc silicone prosthesis experienced right sided symptomatic rupture, capsular contracture unknown grade, dissatisfaction with her implants postoperative. The issue of rupture was diagnosed through the office, and MRI examination. As a result, patient underwent a surgical procedure that included implant pocket repair, possible capsulectomy, capsulotomy, bilateral mastopexy, and the replacement of both implants. The new implants were specified as follows: left implant with catalog number 3505320bc and serial number (B)(6), and right implant with catalog number 3505320bc and serial number (B)(6) on (B)(6) 2025. This report relates to the left side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: dissatisfactions, pocket repair. H6 health effect - clinical code e2402: dissatisfactions. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient initial updated to (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 30, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 250cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).